Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a myomectomy, the device knife would not retract and was reported as protruding from the jaws when it was removed from tissue. Manual suturing was used to complete the procedure, extending the procedure by 30 mins.